Event description:
Falsely depressed triglyceride (trig) results were obtained on qc and patient samples. Results were reported to the physician. The results were questioned within the laboratory, samples re-run, and lower results obtained. Corrected results were reported on the patient samples.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed trig results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed trig calcium results is insufficient flush of the water processing module system after a biopak-c filter replacement by the siemens healthcare diagnostics field service engineer. The dimension vista maintenace instructions state: "flush the new biopak-c with 3-5 liters of water prior to connecting the output line to the instrument."the siemens healthcare diagnostics technical service center representative directed the customer to perform futher flushing of the water processing module system and recalibration of the trig method which corrected the problem. The instrument is performing within specifications.no further evaluation of the device is required.